Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter was having an ¿unusual issue¿. She alleged that the year was missing from the date when she would obtain a result. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated the alleged issue began ¿a couple years ago¿. The patient manages her diabetes with insulin (novolog 70/30, 35 units, twice a day) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. At the time of the follow-up call, the patient informed the mss that she tests her blood glucose 3-4 times a day. The patient reported one morning during the week day, she developed symptoms of ¿shaky, sweaty¿. At the onset of the symptoms, the patient tested her blood glucose with the subject meter and obtained a result of ¿64 mg/dl¿. Immediately after, the patient self treated with food and orange juice. The patient confirmed she felt better, 10 minutes, afterwards. Prior to the onset of symptoms, the patient stated she tested her blood glucose the evening prior and obtained a result of ¿185 mg/dl¿ with the subject meter. The patient stated this result was ¿within her normal range¿. She stated she continued with her usual dose of insulin at that time (lantus, 25 units) in response to the result obtained. The customer stated she is ¿not sure¿ what may have caused or contributed to the onset of these blood glucose symptoms. The patient reported, ¿1 ½ years ago¿, she went into her doctor¿s office for a routine appointment. Her blood glucose was tested with the doctor/clinic meter; however, she was unable to provide the result obtained. The patient confirmed she didn¿t receive any treatment at the time of her doctor¿s office visit. During troubleshooting, the cca walked the patient through resolving the issue. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.